Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8731, lot# b002710n53, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that a critical alarm due to ¿reset occurred ¿ pump is in safe state¿ occurred and was confirmed by telemetry. The patient began to hear the alarm 3 days prior to the report and it was initially thought to have been a low reservoir alarm but the patient was not due for a refill until (B)(6) 2013. The pump was last refilled in (B)(6) 2013. The patient experienced symptoms of baclofen withdrawal. Specific symptoms were not provided. It was indicated that the pump may be replaced; however, this was unclear. The device system delivered lioresal. It was later reported that the event was due to premature battery depletion. The patient was transferred to another healthcare provider (hcp) in (B)(6) 2013. At that time the patient had compounded baclofen. In (B)(6) 2013 a bridge bolus was performed to remove the old concentration and lioresal 2000mcg/ml was added. The patient then noticed the pump alarming on the friday prior to her office visit. The patient had underdose symptoms, return of spasticity and itching. The pump logs indicated the low battery alarm and the pump was in safe state. The pump was 29 months from elective replacement indicator (eri). The patient was currently being managed on oral baclofen. No action was yet planned. It was later reported that the hcp was unsure if the patient wanted to move forward with a pump replacement. Additional information has been requested but was not available at the time of this report.